Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion(olif), spinal canal decompression and endograft fixation on due to lumbar spinal stenosis. During the surgery, the screw plug was found to be rough (not smooth) by the representative. Due to insufficient locking, the screws were explanted completely. No product breakages or thread damage for the screws were reported. No patient complications were reported as a result of this event.